Event description:
Note: this report pertains to the sixth of six reported malfunctions, which occurred during the same procedure. Refer to associated MFR report #3005099803-2008-05221, #3005099803-2008-05222, #3005099803-2008-05223, #3005099803-2008-05224 and #3005099803-2008-05225 for a description of the other devices. According to the complainant, during the procedure, the clip "fell at the end of the catheter." The procedure was successfully completed with another resolution clip device. There were no complications reported as a result of this event. The porcine subject's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.